Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted dense adhesions between the abdominal wall, small bowel and mesh. This case was substantially more difficult because of significant effort and difficulty mobilizing and identifying anatomical structures due to altered surgical field secondary to previous surgery, distorted anatomy, inflammation and tissue friability. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/17/2021.